Event description:
"It was reported that on (B)(6) 2026, in the pediatric emergency department, while performing a blood culture, blood did not flow back up the catheter and leaked onto the patient¿s bed or stretcher. Several catheters exhibited the same defect, and 29 devices from the same lot were quarantined. The incident resulted in compromised sample quality but had no consequences for the patient. Catheters from another supplier were used to continue patient care.the device involved in this incident was not retained, but one or more samples from the same batch are available at the pharmacy. To retrieve them, please contact us by email at the following address: (B)(6) aftera processing period for preparing the package (minimum 3 business days), it can be picked up at the between 2:00 p.m. And 5:00 p.m.: (B)(6).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.